Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received off no power alarms. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states this is the second occurrence of off no power without a low battery warning. The buttons have been freezing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. Pump passed idle current, run current and unexpected restart test no battery loss power noted. All buttons functioning properly. However, found connector was unlocked.